Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with calcium (ca2) assay on a cobas pro c503 analytical unit when compared to a different cobas pro c503 analytical unit. Initial result: 8.75 mg/dl (c503 unit in question) automatic repeat result: 10.7 mg/dl (c503 unit in question) manual repeat result: 9.01 mg/dl (tested on a different c503 unit) the manual repeat result was deemed to be correct as it matched the patient's previous ca2 result of 9.1 mg/dl (tested 48 hours before the event). Reportedly a corrected report was issued.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number was (B)(6). Investigation is ongoing.

Manufacturer narrative:
The alarm trace showed multiple sample short alarms and abnormal aspiration alarms. The discrepant results were consistent with a pre-analytical issue. The investigation did not identify a product problem. The cause of the event could not be determined.